Manufacturer narrative:
The lot code info was not provided. Therefore, the exp date and mfg date are unk. A biohazard sample return kit was forwarded to the customer for the return of the broken needle. The sample has not been received to date. This needle will be evaluated and a f/u report will be prepared and submitted upon completion. The device was not returned for eval. The lot # was reported as unk. Furthermore, a review of the device history record could not be performed without the lotcode info. Results/conclusion: the device was not received to date. Upon receipt, the needle will be evaluated and a f/u report will be prepared and submitted upon completion. (B)(4), benco dental, 3-0 plain gut suture, c6 needle, lot# unk.

Event description:
The date of the event is estimated: during a dental procedure, the needle broke at the swaged end and fell into the pts' mouth, nearly entering the pts' airway. The needle was retrieved with no injury to the pt. However, potential injury exists if the needle were to enter the pts' airway.